Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for use of the device as part of an extracorporeal circuit, the flow sensor did not display blood flow readings as expected. There was no patient injury as a consequence of this event.